Manufacturer narrative:
Additional contact information: university medical center (B)(6), address: (B)(6), name: (B)(6), email: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 100 ml, rate 2.2 ml.hr and 44.35 ml was given. No adverse patient effects were reported. No additional information is available at this time.